Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of display on the front panel disappeared and the air supply function stopped was not confirmed. Device evaluation found that error e03 (communication error) had occurred 10 times in the past and that the pressure sensor had failed. From the service manual, it was confirmed that printed circuit board had a pneumoperitoneum control function, user control function, and a peripheral equipment communication function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined however it is likely that the following led to the malfunction: the display on the front panel disappears: from the e03 error, it is presumed to be a phenomenon caused by the failure of the pressure sensor on the main board. The air supply function stops: from the e03 error, it is presumed to be a phenomenon that occurred due to the failure of the pressure sensor on the main board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high flow insufflation unit display on the front panel disappeared and the air supply function stopped even though the power was on. The issue occurred during the procedure and the therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm.